Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump would not stop vibrating. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10-aug-2018 device evaluation: the pump has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the pump powered on with normal vibration. Both the vibratory and audible alarm features functioned properly. The complaint of a vibration issue was not duplicated during testing. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment.